Event description:
Retrospective and prospective chart review and analysis of endoscopic treatment by biliary stents. It was reported that approx 2 mos post placement of a 10 mm x 80 mm rx wallstent permalume stent in the distal common bile duct (cbd), the pt experienced pain and jaundice during stent indwell and was diagnosed with cholangitis. It was noted that the stent had migrated to a location across the ampulla and was occluded. The migration was noted as serious, moderate in severity, and definitely related to the device. The pt underwent a second procedure at which time an attempt was made to remove the stent using a snare device, however, the physician was unable to pass the snare around the stent due to migration. The stent was removed utilizing a rat toothed forceps. An unspecified plastic stent was placed and a balloon sweep extraction of stones was performed. The pt's condition resolved with stent removal and placement of the plastic stent.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info from that review, a supplemental medwatch will be filed.